Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452812/01424659) and codman coils of the right posterior communicating artery, and the day after the procedure, the MRI revealed asymptomatic cerebral infarction scattered in right internal carotid artery. No action was taken. During the event, the stent was patent after placement, and prior to completing the procedure, the stent was in the same position (covering the aneurysm neck on either side 5mm). The event outcome as of a month after onset was recovered without sequelae. According to the physician, the possible cause of the event was because the patient might have not been administrated the sufficient dosages of antiplatelet agents. The relationship of the event to the procedure was highly probable whereas to the vrd was unknown. No product malfunctions were noted.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 25mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2011, 50mg/day: (B)(6) 2011. Heparin 10,000u was administered intra-procedurally. Prior to implanting the vrd, 670-258-90 (lot unk), two 606-s255x(lot unk), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl10s/stryker, cashmere 7x17, 6x15, 5x12, deptapaq 4x10, two 3x10, 2.5x6, 2.5x8, 2x6, orbit complex 4x8, and 3x6. No further information is available and procedural images are not available. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) 's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device remains implanted and will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) study indicated that the day after an enterprise vrd ((B)(4)) assisted coiling of a right posterior communicating artery aneurysm an MRI revealed asymptomatic cerebral infarction scattered in right internal carotid artery. No action was taken. The stent was patent after placement, and prior to completing the procedure, and the stent was in the same position (covering the aneurysm neck on either side 5mm) and patent during the event. The event outcome as of a month after onset was recovered without sequelae. According to the physician, the possible cause of the event was because the patient might have not been administrated the sufficient dosages of antiplatelet agents. The relationship of the event to the procedure was highly probable whereas to the vrd was unknown. No product malfunctions were noted. Additional information received reported that at one year follow-up digital subtraction angiography (dsa) confirmed the presence of right posterior communicating artery occlusion. No action was taken. According to the physician, the relationship of the event to the procedure was unrelated whereas to the device was unknown. The possible cause of the event was that as the thrombolisation of the target aneurysm developed, the parent artery has become narrower and gradually occluded. At the time of one year follow-up, the aneurysm neck was 9.3mm, and the neck to sac ratio was 9.3mm:10.3mm. The parent vessel size diameter proximal was 3.6mm and distally was 3.7mm. The occlusion rate of aneurysm was 95%, mrs was 0. There was no more information or films available regarding this event. The patient's medical history consisted of uterine myoma, colon cancer, hypertension, and ascending aortic aneurysms. The unruptured saccular aneurysm neck was 10.0mm, and the neck to sac ratio was 10.0mm: 10.6mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.6mm. The modified rankin scale (mrs) score pre-procedure, four days and one month post procedure was 0. Heparin 10,000u was administered intra-procedurally. The act was 142 seconds pre anticoagulation and 348 seconds post anticoagulation. The enterprise was implanted with placement of eleven coils (excelsior sl10s/stryker, cashmere 7x17, 6x15, 5x12, deltapaq 4x10, two 3x10, 2.5x6, 2.5x8, 2x6, orbit complex 4x8, and 3x6) without any device malfunctions. Antiplatelet therapy included daily aspirin 100mg beginning four days pre procedure for three months and daily clopidogrel sulfate 25mg beginning one week pre procedure then increased to 75mg per day for four days on the day of the procedure followed by ongoing clopidogrel 50mg/day. No further information is available and procedural images are not available. The device remains implanted. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. Occlusion of the treated segment is also a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Based on the available information and as reported a definitive conclusion regarding the event cannot be made. There is no indication of any device performance or manufacturing issues related to the post procedure asymptomatic cerebral infarction or later occlusion of the vessel. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During one year follow-up, digital subtraction angiography (dsa) confirmed the presence of right posterior communicating artery occlusion. No action was taken. According to the physician, the relationship of the event to the procedure was unrelated whereas to the device was unknown. The possible cause of the event was that as the thrombolisation of the target aneurysm developed, the parent artery has become narrower and gradually occluded. At the time of one year follow-up, the aneurysm neck was 9.3 mm, and the neck to sac ratio was 9.3 mm : 10.3 mm. The parent vessel size diameter proximal was 3.6 mm and distally was 3.7 mm. The occlusion rate of aneurysm was 95%, mrs was 0. There was no more information available regarding this event for now. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) study indicated that the day after an enterprise vrd ((B)(4)) assisted coiling of a right posterior communicating artery aneurysm with an MRI revealed asymptomatic cerebral infarction scattered in right internal carotid artery. No action was taken. The stent was patent after placement, and prior to completing the procedure, and the stent was in the same position (covering the aneurysm neck on either side 5 mm) and patent during the event. The event outcome as of a month after onset was recovered without sequelae. According to the physician, the possible cause of the event was because the patient might have not been administrated the sufficient dosages of antiplatelet agents. The relationship of the event to the procedure was highly probable whereas to the vrd was unknown. No product malfunctions were noted. The patient's medical history consisted of uterine myoma, colon cancer, hypertension, and ascending aortic aneurysms. The unruptured saccular aneurysm neck was 10.0 mm, and the neck to sac ratio was 10.0 mm: 10.6 mm. The parent vessel size diameter proximal was 3.5 mm and distally was 3.6 mm. The modified rankin scale (mrs) score pre-procedure, four days and one month post procedure was 0. Heparin 10,000u was administered intra-procedurally. The act was 142 seconds pre anticoagulation and 348 seconds post anticoagulation. The enterprise was implanted with placement of eleven coils (excelsior sl10s/stryker, cashmere 7x17, 6x15, 5x12, deltapaq 4x10, two 3x10, 2.5x6, 2.5x8, 2x6, orbit complex 4x8, and 3x6) without any device malfunctions. Antiplatelet therapy included daily aspirin 100 mg beginning four days pre procedure for three months and daily clopidogrel sulfate 25 mg beginning one week pre procedure then increased to 75mg per day for four days on the day of the procedure followed by ongoing clopidogrel 50 mg/day. No further information is available and procedural images are not available. The device remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.